Event description:
It was reported that a patient underwent a procedure at l4-l5 via posterior lumbar interbody fusion (plif). It was reported cage back out was confirmed. A revision surgery was performed.

Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor applicable imaging films were returned to the manufacturer for evaluation; therefore, the cause of the event cannot be determined.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Revision surgery was performed at l3-l5 due to recurrent neurological symptoms induced by cage back out. Thereafter, vertebral slippage returned to the previous status and l4 collapse was revealed. At the reporting time, a 2-step revision surgery is scheduled at a future date for adding posterior fusion later for corpectomy and implantation of a vertebral body cage.